Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received with pending investigation.

Event description:
It was reported that the device received error code 242.4030. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced mount rubber motor was broken cause error 242.4030. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the mount rubber motor 8100. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 22jan2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received error code 242.4030. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 242.4030. No additional information was provided. There was no patient involvement.